Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Discovered loose connector at p2 of system interface circuit board. Secured connector. Also found hard disk drive errors and replaced disk drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 intermittently fails to initialize and then goes to max tech 12kvp and 6.3 ma. There was no adverse patient involvement reported.